Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that they had a hysterectomy last week and ever since the hysterectomy, they didn't know if it was because they were inflamed or what [from the hysterectomy] but they had not been able to tell when they had to go to the bathroom or not. Patient wanted assistance making an adjustment to their therapy. Agent walked patient through how to connect with their implant to make an adjustment. Patient adjusted therapy and said they would follow up with health care providers if symptoms didn't improve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.